Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined, that electrical circuits were damaged, due to flooding inside the device. Resulting, in the phenomenon ¿image was not displayed¿. There was no leak found at the time of inspection. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during a therapeutic colonoscopy procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to water invasion and corrosion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.